Event description:
During incoming inspection of the device, the complainant alleged that the unit failed to display upon power-up. The complainant indicated that there was no patient involvement in the reported malfunction.